Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, the pacemaker was noted to be eroding through the pocket with associated infection. The infection was suspected to be caused by patient manipulation of the wound and pacemaker. There is no indication and/or allegation that the infection was due to the pacemaker or leads and related procedure. The pacemaker, along with the ra and rv leads, was explanted and replaced with a leadless pacemaker system. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.